Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "the patient's malignant tumor in the right lung required an indwelling central venous catheter with peripherally cannulated catheter on (B)(6) 2024 due to treatment. On (B)(6), there was an increase in arm circumference, patient complained of pain, and yellow exudate appeared at the puncture site, and a report was performed, and color doppler ultrasound examination of upper limb blood vessels was performed, and the results showed that the left brachial vein thrombosis (the lumen was completely blocked), and the anticoagulant treatment was immediately given according to the doctor's instructions: enoxaparin sodium injection 0.4ml/piece, every 12 hours. On (B)(6), the PICC catheter of the left upper limb was removed according to the doctor's instructions, and the symptoms improved." Additional information received 7/29/2024: it was reported by the customer the catheter was placed in the basilic vein, and the arm circumference increased by 3 cm. There was also a lymphatic basin. Ultrasound showed a 10-cm intravascular thrombus in the basilic vein, and the catheter has been removed.